Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection double stapling, after closing the jaws of the reload, the surgeon tried to pull back the black return knob in order to reposition the stapler. However, a very strong force was needed against a large resistance. They released the device and opened a another device to continue the procedure. The tissue was noted to be very hard. There was no patient injury.